Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the analyst noted that when torque is applied to the lead body, it can cause the helix to spontaneously extend or retract. The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the implant attempt; full lead returned and analyzed.

Event description:
(B) (4)

Event description:
It was reported that while implanting the lead, the physician had difficulties advancing the lead across the tricuspid valve. The physician accidently introduced a 52cm stylet left from a different lead. This was corrected with the appropriate stylet. It was noted on x-ray that a curvy wire was pointing out of the lead tip. The lead was retrieved and helix extension was observed. A blood clot was removed from the tip. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem; the analyst noted that when torque is applied to the lead body, it can cause the helix to spontaneously extend or retract. The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined if this contributed to the inability of the helix to function correctly at the implant attempt; full lead returned and analyzed.